Event description:
The customer reported that the monitors do not power up at boot up. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and repaired the monitor power supply. The system operates as intended.